Event description:
On 08/01/2009, the pt reported he has had elevated blood glucose readings for the past month. He stated he was admitted to the hospital in 2009 and released 3 days later. He did not recall specific blood glucose values during his hospital stay but stated he was put on an insulin IV while there. He stated his elevated readings occur 2 hours after meals regardless of how much he boluses for the meal. He sated he has also had low blood glucose readings. He said he spoke with his doctor about his readings but received no advice. At this point, the pt stated he needed to end the call, and would call back later to troubleshoot. On follow up at about one week later, the pt stated his readings have gone as high as 350 mg/dl and as low as 60 mg/dl with his target range being 100-150 mg/dl. He has no symptoms. To troubleshoot, the pt confirmed the time, basal rates, and bolus history on his insulin infusion device are accurate. He stated his last elevated reading was last night which he corrected to the low 100's mg/dl by changing his infusion set. He stated he changes his infusion headset every 3-4 days and tubings every 6-8 days. He was educated on the proper change schedule. Product was replaced and requested to be returned for evaluation.